Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted and the dilator was removed, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device. The included dilator was the only product inserted into the sheath hemostatic valve. There was no confirmed air aspiration or air contamination into the patient. No additional puncture was performed when the introducer was replaced.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted and the dilator was removed, blood leaked from the hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device.